Event description:
During serice by baxter technician, the device failed was found to have failure code 703 in the event history. The hospital representative stated they have no record of any patient incident involving the pump.